Event description:
It was reported that "during a percutaneous nephrolithostomy, patient received 42,000cc sterilie water irrigant into kidney. Post procedure, pt did not resume prior level of consciousness. Lab work shows hyponatremia. CT shows cerebral edema. Autopsy revealed multiple puncture wounds of kidney with zig-zag trauma to kidney vascular bed." The hosp staff does not think it was the fault of the device - more the difficulty of the case and possible user technique issues. Due to the difficulties, the procedure took an unusually long time and excessive irrigant was used. The pt had also undergone lithotripsy two weeks prior to the percutaneous procedure and the day before the percutaneous procedure, a nephrostomy tube was placed because the kidney was not draining. The device was not returned to the manufacturer for evaluation.